Manufacturer narrative:
Follow-up #1: date of submission 4/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: testing was unable to duplicate ¿short battery life¿ complaint. Black box shows no evidence of short battery life, multiple ¿cs128-0080¿alarms observed on (B)(6) 2015, secondary error code ¿0080¿ is defined as a post-delivery motor power supply fault. The battery compartment is cracked at threads on the side. ¿ez-prime¿ steps were performed correctly, all currents draw are within specifications. The pump¿s cover was removed, moisture corrosion was found to the power printed circuit board and to the motor flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.